Event description:
It was reported that the filter was tilted and had perforated the surrounding structures. On (B)(6), 2013, the patient was implanted with a greenfield filter. The patient was previously implanted with a temporary inferior vena cava (ivc) filter, which was removed and replaced with a greenfield filter. On (B)(6), 2020, the patient received an abdominal CT scan to evaluate the placement of the ivc filter. The filter was observed to be tilted less than 10 degrees. Additionally, the filter struts had perforated beyond the ivc wall, maximally measuring 4 mm. No adjacent organs were significantly impacted. No further patient complications were reported.